Manufacturer narrative:
Philips service reconnected the mpdu cables, restoring the system to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced hv generator communication error and intermittent startup issues on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.